Event description:
During baxter's eval it was found that a spectrum pump had a delayed keystroke. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was confirmed during evaluation. Evaluation found a delay in keystroke response caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.